Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-09718. The pt reported experiencing a loss of stimulation. A full parameter diagnostic indicated invalid impedance values on several contacts. X-rays showed the lead may have pulled out of the extension. The second lead appears to be securely connected and several contacts read high impedance values. The ipg header and the lead positions are as desired. No falls or other traumatic occurrences have been reported. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.